Event description:
Report received of containers leaking at the liner and lid junction resulting in contamination of collected blood for autotransfusion and blood spill onto laboratory personnel. This loss of autologous blood required pts to receive blood replacements from the blood bank. No reports of pt harm, delay in therapy, or repercussions related to inability of pt access of autologous blood. One staff person was splashed with blood and routine testing for blood exposure was conducted with no reports of harm.